Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of particulates around the catch post. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler passed a hipot test. There was no burning smell observed during the investigation of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a clinic's liberty select cycler went blank during a patient's peritoneal dialysis (pd) treatment. The cycler was rebooted and the ok and stop keys were on, however the screen remained blank. The cycler alarmed following the reboot, however the alarm was unknown due to the blank screen. The patient¿ peritoneal dialysis registered nurse stated that they had noticed a burning smell during the treatment, however was unsure if it came from the cycler. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.